Event description:
During the call, the autopulse platform (sn(B)(6)) failed to operate and displayed a user advisory 45 (driveshaft not at "home" position after power-on/restart) error message. The crew attempted to troubleshoot the issue without any success. The crew switched to manual CPR. No consequences or impact on the patient.

Manufacturer narrative:
The autopulse platform (sn(B)(6)) associated with this complaint will not be returned for evaluation. However, the customer cleared the user advisory (ua) 45 (not at "home" position after power-on/restart) error message using the instructions provided by a zoll representative. The autopulse platform is functional and has been placed back into clinical use. Note that the user advisory error messages are clearable by the user. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart.